Event description:
It was reported that the device is presenting with air in line. No patient injury was reported.

Manufacturer narrative:
Evaluation of the returned device found no problem. Customer complain could not be duplicate. A device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147.